Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were scheduled for an MRI of their brain tomorrow and they were quite nervous about it. The patient reported they had one previously on june 19 2020 and everything was fine but it altered the settings on the device in a very distinct way until they were almost nonexistent, and it no longer helped them when they turned it back on. They thought the specific location was probably damaged or something happened to it during the MRI. The patient said they called the doctor's office first because of what happened and the nurse tried fixing it and they could not, so they called in a manufacturing representative (rep) to come in and test and reposition where the pulse was for all their setting. They had to reset the device. The patient said they were calling for a rep to be involved to ensure their settings were saved because they were working and had been working to help their symptoms. The agent reviewed the role of the representative and offered to assist the patient to use their equipment to check their settings. The patient was successfully able to synch their programmer with their implant and confirmed they were on program 3 at 2.5. The patient checked and noted their other program amplitudes. The agent offered and sent an email to the reps in the area. The patient was redirected to their doctor.